Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil embedded within the myometrium adjacent to the left cornu'), genital haemorrhage ('abnormal bleeding (general)/abnormal bleeding (general)') and seizure ('seizures') in a (B)(6) year-old female patient who had essure (batch no. L2843-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation, adhesion, menorrhagia, deficiency anemia, anaemia from chronic blood loss, uterine fibroids, c-section and incisional hernia. Concurrent conditions included morbid obesity, abdominal hernia nos, kidney infection, urinary tract infection and ovarian cyst. In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("heavy menstrual bleeding/heavy menstrual clotting/abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("severe abdominal bloating/bloating/gastrointestinal or digestive system condition") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), pelvic pain ("pelvic pain/severe pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of dyspareunia ("pain during intercourse"), libido decreased ("decreased libido"), device breakage ("cracked crown"), dental caries ("increase in cavities"), alopecia ("excessive hair loss"), dermatitis allergic ("chronic rashes/allergic or hypersensitivity reaction type: rashes"), dizziness ("dizziness"), urticaria ("hives"), headache ("chronic headaches"), fatigue ("chronic fatigue"), disturbance in attention ("inability to focus"), memory impairment ("severe decrease in memory capabilities"), dysgeusia ("taste of metal and chemicals in her mouth"), arthralgia ("joint pain in hips"), neck pain ("pain in neck"), mood swings ("mood swings"), acne ("acne"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sex was too painful and decreased libido/apareunia"), vulvovaginal mycotic infection ("infection: yeast"), post-traumatic stress disorder ("ptsd"), anxiety ("anxiety"), depression ("depression"), skin disorder ("bumpy clusters on skin"), migraine ("migraines"), polycystic ovaries ("pcos"), hypertension ("hypertension/blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems/dental problems"), amnesia ("memory loss"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), constipation ("constipation"), anaemia ("anemia"), red blood cell abnormality ("red blood cell disorder"), abdominal pain lower ("pain: lower abdomen"), abdominal pain upper ("pain: upper stomach"), bladder disorder ("bladder or urinary problems or changes: unspecified/bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes: unspecified") and was found to have weight increased ("weight gain of 80 pounds"). The patient was treated with levonorgestrel (mirena) and surgery (total abdominal hysterectomy with right salpingooophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, mood swings, acne, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, vulvovaginal mycotic infection, post-traumatic stress disorder, anxiety, depression, skin disorder, migraine, polycystic ovaries, hypertension, nausea, tooth disorder, amnesia, seizure, allergy to metals, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, constipation, anaemia, red blood cell abnormality, abdominal pain lower, abdominal pain upper, bladder disorder and urinary tract disorder outcome was unknown and the pelvic discomfort, menorrhagia, pelvic pain, weight increased, abdominal pain, back pain, libido decreased, abdominal distension, device breakage, dental caries, alopecia, dermatitis allergic, dizziness, urticaria, headache, fatigue, disturbance in attention, memory impairment, dysgeusia, arthralgia and neck pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, bladder disorder, constipation, dental caries, depression, dermatitis allergic, device breakage, disturbance in attention, dizziness, dysgeusia, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypertension, libido decreased, memory impairment, menorrhagia, migraine, mood swings, nausea, neck pain, pelvic discomfort, pelvic pain, polycystic ovaries, post-traumatic stress disorder, red blood cell abnormality, seizure, skin disorder, tooth disorder, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: discrepancy noted in insertion date-previously reported as (B)(6) , in current follow up-2012 she sought treatment for her symptoms but unable to resolve her symptoms. Physicians were unable to resolve her symptoms. Current weight (B)(6) lbs. Essure confirmation test: no (discrepancy) discrepancy noted about essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion of both tubes was not performed. Most recent follow-up information incorporated above includes: on 21-jan-2021: mr received: event metallic coil embedded within the myometrium adjacent to the left cornua added and made medically significant and intervention required due to surgery. Reporter, essure removal date and medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.